Manufacturer narrative:
The clinician informed the importer that the implanted date of the dental implant was (B)(6) 2018 and not (B)(6) 2019 as originally indicated. The following sections have been updated: (description), (implanted date), (concomitant medical product) and (approximate age of device).

Event description:
The clinician reported that 11 months after the dental implant was placed in ada site 8 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that almost 5 months after the dental implant was placed in ada site 8 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.